Event description:
A discordant, falsely elevated cardiac I troponin (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument and the result was reported to the physician(s). The patient sample was drawn at the general practitioner's office, sent stat to the hospital for testing. The patient was referred to the emergency room (ER) due to chest pain over a four day period and received treatment for acute coronary syndrome based on the patient's anamnesis and the elevated troponin result. A new blood sample was drawn at the hospital that resulted negative. The original blood sample and the emergency room blood sample were repeated on the same instrument both resulting lower. The patient was released from the emergency room and sent home. There were no known adverse health consequences due to the initially discordant tni-ultra result and treatment received by the patient for acute coronary syndrome.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse found no system issues that may have been a contributing factor. The cse checked the luminometer dark counts, wash station dispense volume, tubing, reagent probe positions, aspiration probes, reagent waste and sample pumps. The rinse stations (slightly dirty), aspirate probes, luminometer and waste probes were cleaned, and the aspiration and pump tubing's were replaced. The troponin assay calibration and quality control results were acceptable at the time of the incident. The cause for the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.